Manufacturer narrative:
Additional information: d4 (serial#), h4, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that the first returned photo contained a laparoscopic view of the surgical site. Gauze could be seen in the photo as well as a ligasure instrument. The second returned photo contained an additional laparoscopic view of the surgical site. A staple line and two graspers could be seen. No abnormalities in the staple line were noted. The returned video contained a view of the surgical site. The beginnings of a staple line over reinforcement material were noted. It was noted that the proximal end of the reinforcement material was affixed to the tissue and the distal end was not. It was reported that the device did not fire completely. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#: n3m1556y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#: n3m1556y); sigadaptstnd, sig power sigadaptstnd linear adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure with jejunal bypass, at the time of performing the gastric pouch, a reload was used with a powered stapler. When the powered stapler was activated, the reload began to clip and stopped immediately, displaying an alert image on the screen. The instrument did not fire, and stapling could not continue. The reload was removed, and the poweredstapler was restarted to use another reinforced black reload, which resulted in the same issue. The procedure was extended by 25 minutes due to these firing issues. Stapling was eventually completed using black reloads, and manual suture was performed to reinforce the staple line. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d10, g3. D10. Concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.